Event description:
A company representative reported that a reliance lite t handle broke intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
A company representative reported that a reliance lite t handle broke intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
D9 / h3: product returned. H6 coding has been updated to reflect device evaluation and investigation conclusion.